Event description:
It was reported that the ventilator while in use had an error code indicating blower temperature high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and confirmed the error code. The customer was advised to test the unit to try and duplicate the failure. If the complaint is duplicated, the customer was advised to replace the blower assembly. The customer was also advised to perform preventive maintenance and performance verification tests.

Event description:
It was reported that the ventilator while in use had an error code indicating blower temperature high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and confirmed the error code. The customer was advised to test the unit to try and duplicate the failure. If the complaint is duplicated, the customer was advised to replace the blower assembly. The customer was also advised to perform preventive maintenance and performance verification tests.

Manufacturer narrative:
Upon a follow-up with technical support, the customer reported that the unit was tested. No further information was given, and the customer has indicated that no other troubleshooting is needed. The customer declined the offer to follow up on the repair status.